Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for analysis. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a healthcare worker reported a patient to have blurred vision, under corrected astigmatism and capsular opacity. The device was exchanged for another model.

Manufacturer narrative:
The customer indicated the use of a qualified cartridge with an unspecified handpiece and two viscoelastics were indicated; only one is qualified for the combination used. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The manufacturer internal reference number is (B)(4).